Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) attempted to open the drawer during recovery, but it would not open fully. The fse logged into the admin panel, accessed diagnostics, and attempted to open the drawer again without success. The back panel was opened, and all drawers on the third row were unlocked. Each drawer was opened and closed individually, then locked again. After these steps, the drawer opened fully without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system drawer 1.9 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.